Event description:
It was reported that the patient stated that "there is something wrong with their pacemaker". The patient feels that it is "pumping their heart too hard" and they are experiencing chest pain. The patient will be getting the device checked. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.